Manufacturer narrative:
Results of investigation: it was reported that, during a thr surgery, a piece of a trial femoral head 36 s/+0 broke off, it was retrieved from the patient's wound by the operating surgeon. Surgery was performed, without any delay, with the same device. Patient was not harmed as consequence of this problem. The device, used in treatment, was not returned for investigation. A product evaluation could therefore not be performed. However, a provided picture confirms the reported failure mode. As batch number was not communicated, a review of the production documentation could not be performed. A complaint history review was performed. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Since no patient harm is being reported no further clinical/medical assessment is warranted at this time. The relationship between the reported event and the device can be confirmed. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. The root cause of the reported issue remains undetermined. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag", all devices must be inspected and controlled for proper functioning after cleaning/disinfection. Previous investigations demonstrated that the trial femoral head may disconnect from the stem taper intra-operatively and flaps might break off. These issues are due to high loads, beyond the design limit, that may arise on the tabs during manipulation. The failure modes may further be exacerbated by excessive use of the device over time. The performance of the device is within the risks level that are anticipated in the risk management documentation. The current design remains therefore state of the art. As part of the continuous improvement smith + nephew is nonetheless working on a design enhancement, options are currently being reviewed and tested at our facility. The current design will be further monitored through post-market surveillance processes. No further actions are necessary at this time point.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a thr surgery, a piece of a trial femoral head 36 s/+0 broke off, it was retrieved from the patient's wound by the operating surgeon. Surgery was performed, without any delay, with the same device. Patient was not harmed as consequence of this problem.